Event description:
This will be filed to report a loss of fluid column with the steerable guide catheter (sgc), during preparation. It was reported that during device preparation of a mitraclip steerable guide catheter (sgc), a loss of column was observed. The device was replaced with the another sgc to complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.